Event description:
It was reported that the 4.0 x 16 mm graftmaster stent was successfully implanted to treat a perforation in the right coronary artery (rca); however, the perforation was not completely sealed. Prolonged balloon inflations with an unspecified balloon were used to completely seal the perforation. The end result was good with no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.